Manufacturer narrative:
Complaint not confirmed. Visual evaluation showed the drive feature is bent, but not broken. The suture is frayed and broken. No anchor was returned. The cause of the event is undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the tip of the ar-1318ft, suture anchor, fell off the shaft. Surgeon reattached it and used it, but the shaft did not come off after inserting the anchor. Surgeon tried to pull it out, but the shaft broke and the anchor came off. Used a new product and the case is completed with no adverse effect to the patient.